Event description:
It was reported that bd insyte autog bc catheter frayed. IV in and once fluids opened IV blown. Some were found to has frayed plastic that cover the catheter tip.  This has caused more than one attempt to start an IV on a patient.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field.g.4. K201075; k251654.h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.e1. Address information was not provided; therefore, il was used as the state.